Manufacturer narrative:
Findings: unit received with scratched on display window and missing end cap sticker. Unit had unresponsive buttons due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture from the rain. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A the customer sent the product back for analysis.